Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server was not updating the patient details. The technical support specialist (tss) advised the customer to update the admission inactivity days setting from 1 to 14 days to ensure the patient appeared on the station, perform a medication order transaction to complete the process. Once the patient became visible, the admission inactivity days setting was reverted to 1 day. A screenshot was provided for reference, and the customer acknowledged the update. The tss confirmed with the customer that the changes had been successfully implemented, and the station was functioning as expected. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server patient was not updating. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.